Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following results were reported: inratio 3.7, lab 2.5; inratio 3.2, lab 2.7; inratio 4.0, lab 2.8; inratio 4.4 ; inratio 4.4 (new lot), lab 3.4. Technical support shall follow up for return of the product. Further eval required.